Event description:
The customer reported that this right atrial (ra) lead was experiencing some low impedance measurements. At the time of implant, the impedance measurement was 580 ohms, currently, it is 230 ohms. No adverse pt effects were reported. The atrial remains actively implanted for approx 5 years, 8 months.

Manufacturer narrative:
The lead remains actively implanted, as a result the allegations cannot be confirmed. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.